Event description:
Nurse call- controller cord too short. It is not long enough for a patient seated beside the bed, and it is not long enough for a patient in bed who wants to use their other hand unless the cord is plugged into the other side of the bed.